Manufacturer narrative:
(B)(4). Sigma was unable to reproduce the reported event of an improper shutdown. The device was received with wireless module mac (B)(4). Further engineering investigation is planned and when complete, a supplemental report will be submitted.

Event description:
It was reported that a pump shut off by itself while infusing heparin to a patient.